Manufacturer narrative:
Journal article "new technique for revising dynamic hip screw fixations with lag screw in situ": orthop trauma. Volume 24, (B)(6) 2010, october 2010. Samier goyal, mrcs, nicholas j.k. Miller, mrcs, and satyajit sinha, frcs. Synthes is unable to provide the MFR, the PMA/510k number and the date of manufacture as no product was rec'd and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided.

Event description:
A journal article "new technique for revising dynamic hip screw fixations with lag screw in situ" from orthop trauma. Volume (B)(6) 2010, (B)(6) 2010 reported: a total of eight cases were revised from dynamic hip screw fixation to total hip arthroplasty. In five (5) cases the lag screw has partially cut out leading to mechanical erosion of the acetabulum. The remaining three (3) cases the pts experienced groin pain secondary to degenerative changes developing in the hip. In all cases, pts were revised excising the femoral head with the lag screw in situ reducing the risk of iatrogenic fractures. This is five of five reports for this event.